Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported noise on this rv lead. It was noted at that time that the impedance was 290 ohms, thresholds 0.8@0.4ms. This rv lead was reprogrammed in unipolar to address the issue. The noise was attributed to the fact that the patient had started swimming over the summer. Explant of the lead was recommended at that time.